Manufacturer narrative:
It was reported that a patient underwent a total knee replacement revision due to instability of their left knee prosthesis. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a patient underwent a total knee replacement revision due to instability of their left knee prosthesis.